Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor and no issues were observed. The sensor plug is properly seated. Severed sensor tail was not observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Applicator 3mh010zcu0m has been returned and investigated. Visually inspection has been performed on the returned applicator and no issues were observed. The applicator has been fired correctly. Sensor pack 3mh010zcu0m has been returned and investigated. Visual inspection has been performed on returned sensor pack and damaged transition features were observed. Therefore the issue is not confirmed to use due to incorrect assembly method. Section d4 (expiration date) was updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the filament of the abbott diabetes care (adc) device remained in the customer's skin. The customer reported bleeding and "a hole" at the sensor site and was seen at the hospital where a healthcare professional removed the needle from their arm. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the filament of the abbott diabetes care (adc) device remained in the customer's skin. The customer reported bleeding and "a hole" at the sensor site and was seen at the hospital where a healthcare professional removed the needle from their arm. No further treatment was reported. There was no report of death or permanent impairment associated with this event.